Event description:
It was reported that the patient experienced urethral injury during an artificial urinary sphincter (aus) revision surgery. The injury occurred during the removal of the previous cuff. The surgeon decided not to implant a replacement aus as a result. The explanted cuff was in a disintegrated state during the removal. Further information was requested but not yet received. Should additional relevant details become available, a supplemental report will be submitted.